Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during initial drain on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the hc twice and the hc proceeded to press go to start. The tsr informed the cg to start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 alarm. The pdn stated the home patient (hp) was at the clinic at the time of the call. The pdn stated the hp was currently using the cycler for therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.